Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 500 mg/dl. It was stated that the customer had been experiencing high blood glucose levels for two days prior to the hospitalization. The insulin pump was not available during the call. Therefore, no troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.